Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged monitor case) has been confirmed. Upon investigation the monitor was failed incoming functionality testing. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging the white pulse wire within the connector. The root cause for the damaged wire was excessive force. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a patient's monitor and reported that the monitor case was damaged.